Event description:
Devices had to be cut up into multiple fragments in order to remove from patient because of the scar tissue that had formed. Infection is still ongoing and the patient will be treated for infection and then reimplantation will be discussed once the infection has cleared.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389s-40 (lot: v013803); product type: 0200-lead; implant date: (B)(6) 2006; explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about a year ago, patient seemed to have a small underlying infection near the burr hole device. The reason for the infection was unknown. Due to the patient really needing their dbs (deep brain stimulation), they were going to be monitored over time. Recently, the patient said they had a large scab form over their left lead. The scab then fell off and the left dbs wire was completely exposed. Patient went to the ER because of fever related to possible infection of the lead. Patient had their left-sided dbs system explanted on (B)(6) 2024. It is unknown if the infection resolved.